Event description:
This is the second malem alarm that we have used which caused the same exact problem. Both alarms got hot and were unusable. Within minutes of inserting batteries, the alarms started clicking and got hot. Then back part was super hot and it just seemed impossible to place on my daughter. The first alarm burnt her and the second one exhibited the same thing. To prevent burns again, we just discontinued use. Strange how two alarms can do the same thing. Very bad.